Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed, device was received in with a loose peep knob on the spindle, missing o2 knob end cap, damaged front panel at the top right, tidal volume knob rubbing on the battery compartment, and missing serial number label. Functional test performed. The customer reported problem was duplicated. Service history review identified there was no indication or evidence provided in the complaint or service history of a service issue. The impact to the device caused the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.